Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter product ID 8578, serial# (B)(4), implanted: 2014 (B)(6); product type accessory. (B)(4).

Event description:
Additional information received reported that there was an exploration of pump and catheter done. The catheter was not replaced. The device/catheter were explored and found to be working well. It was reported that the patient had recovered without permanent impairment.

Event description:
It was reported that the patient experienced a lack of therapeutic response. A catheter revision was performed on the day of the report. The pump pocket was opened and spontaneous flow was verified at the pump connector. There was no issue found. The surgeon reconnected the catheter and closed the pocket. It was unknown if the patient was receiving effective therapy. The pump was used to deliver lioresal. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.